Manufacturer narrative:
D10: (B)(6), 02-010-06-0350 - tru cc femoral size 5 right. (B)(6), 02-010-06-0552 - tru post. Aug. Size 5, 10mm. (B)(6), 02-010-06-0552 - tru post. Aug. Size 5, 10mm. (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(6), 02-012-60-1212 - tru stem ext 12mm x 120mm. (B)(6). 02-012-60-1812 - tru stem ext 18mm x 120mm. (B)(6), 02-012-61-6000 - tru offset stem ext coupler, 6mm. (B)(6), 200-02-38 - three peg patella 38mm. (B)(6), 204-70-00 - tibial stem ext. Screw. (B)(6), 08-05-05 - cc distal fem augment sz 5, 5mm. (B)(6), 208-05-05 - cc distal fem augment sz 5, 5mm. (B)(6), 660-01-05 - ossilix / form 5cc calcium phosphate. (B)(6), 660-01-10 - ossilix / form 10cc calcium phosphate. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 76 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and pain. Following initial revision surgeries on both knees, the patient continued having knee pain which resulted in numerous doctor visits. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.